Event description:
Complainant alleged that the device would intermittently not power up. Complainant did not indicate that there was any pt involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corp has received the device for evaluaiton, and this complaint is still under investigation.